Manufacturer narrative:
Patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter phone : (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, during a procedure the pfna blade could not be locked. The blade seemed to be blocked and the implant holder was slipping. There were no fragments generated. Another blade with the same length was used to complete the procedure. The procedure was successfully completed. There was no patient consequence. This report involves one (1) pfna blade perf l100 tan. This is report 1 of 1 for (B)(4).